Event description:
Patient was being treated at the facility for a spinal injury and arm spasms. The pt was strapped to the examination table for a CT scan. During the scan, the pt's arms reportedly became free. The pt rammed their arm into the plastic window inside the gantry and struck the collimater and reference detector. The pt's elbow became caught and their skin was torn and elbow broken.